Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the outer package as well as the individual carton for the subdural post craniotomy icp monitoring kit (1104g) were received closed by the customer. However, the "inner plastic packing" was received unsealed. There was 1 unit of the 1104g affected. No other information was provided. Additional clinical information has been requested. Cross referenced to manufacturer report number: 2023988-2011-00037 (same customer, same problem, different product).